Manufacturer narrative:
The customer reported that the cns (central nurse's station) screen turned off while in use and would not turn back on. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) screen turned off while in use and would not turn back on.

Manufacturer narrative:
The customer reported that the cns (central nurse's station) screen turned off while in use and would not turn back on. Customer was sent a replacement monitor to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) screen turned off while in use and would not turn back on.